Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
On (B)(6) 2023, the patient underwent a pump exchange for ongoing driveline communication faults. During the exchange it was observed that water damage was present inside the connectors of the pump cable and modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable, lot number 8368745, revealed residue within the in-line connector, indicative or oxidation/corrosion from fluid ingress that would have contributed to the driveline communication fault alarms that were confirmed through review of the submitted log files. The heartmate 3 modular cable was returned in used condition. The outer jacket and bend reliefs appeared unremarkable. There was no evidence of damage. The controller connector appeared unremarkable. The in-line connector showed a small amount of green and white debris on the pins, which appeared consistent with fluid ingress. The o-rings were properly seated in their respective grooves and appeared unremarkable. Electrical continuity testing of the modular cable was performed with a test bulkhead and test distal pump cable segment. No discontinuities or shorts were observed. Resistance values of the green wire (comm a) and yellow (comm b) measured higher compared to the other wires, and fluctuated higher with manipulation of the cable, which is consistent with the reported driveline communication fault alarms. The modular cable was then connected to the returned distal segment of the pump cable and operated on a mock circulatory loop using the returned pump for approximately 1.5 hours. The reported driveline communication fault alarms were not reproduced. After functional testing, the underlying layers of the cable were inspected, and no damage was observed. The underlying wires appeared unremarkable. Although the driveline communication fault alarm was not able to be reproduced during testing, the fluid ingress observed inside the in-line connector has the potential to result in the driveline communication fault alarms confirmed in the submitted log files. The account later reported the cause of the event was patient noncompliance in device maintenance and protection. The relevant sections of the device history records for the returned modular cable, lot number 8368745, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also address all system alarms, including the driveline communication fault, as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook is also available. Section 4, ¿living with the heartmate 3¿ contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 entitled ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2023-02126 and 2916596-2023-05833.